Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, the right atrial lead exhibited noise. The noise was reproducible in clinic with movement. Oversensing of noise caused some slight pacing inhibition and some inappropriate auto mode switch episodes. All other lead measurements were stable. No intervention was performed. The patient would continue to be monitored.